Event description:
It was reported that the patient received multiple shocks. There was oversensing noted on the pace/sense portion of the right ventricular (rv) lead. There were also multiple short interval counts (sic) noted. Of note, the lead integrity alert (lia) software had not been loaded on the older device. There was also noise/oversensing noted, which could be replicated with patient arm movement. Previously, a new pace/sense lead had been implanted and currently this rv lead also showed signs of oversensing/noise. Both leads were explanted, with the leads "breaking" during the explant procedure. A new rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 694958, implantable tachy lead, implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product ID: 7231cx, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2006, explanted: (B)(6) 2013. (B)(4).